Event description:
Reporter stated the up button on the infusion device works intermittently and the protective rubber is defective. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.